Event description:
It was reported that during removing the exeter rasp the neck broke off. It was not possible to remove the rasp with conventional techniques. The surgeon had to lengthen the skin incision. He had to conduct a fenestration of the femur cortical substance of bone. The surgeon completed the surgery with a prolongation of 60 minutes.

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.